Event description:
The customer reported that while running a hepatitis surface antigen assay, the summit sample handler serial number 2212 , failed to aspirate sample in position 5 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02647-05.